Event description:
It was reported that the patient's right ventricular (rv) lead exhibited unspecified oversensing. The lead was capped and replaced on 16 nov 2023. The patient was stable throughout the procedure.